Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report from a patient who expressed concern about a possible leak from the bag. The patient noted that the inside of the pouch was wet but was unable to determine the exact source of the leak. The device was not returned; therefore, a product evaluation could not be performed. Additionally, as the lot number was not provided, a review of similar complaints could not be conducted. As a result, the failure mode could not be confirmed, and the root cause remains undetermined at this time. CAPA-it2023-14 has been initiated to investigate the failure.

Event description:
Intuvie received a report indicating that a patient called in, expressing concern about a possible leak from the bag. However, the patient was uncertain about the exact source of the leak, only noting that the inside of the pouch was wet. As a precaution, the pump was powered off and the line was clamped. The patient was instructed to visit their clinic as soon as it opened for further evaluation and support. Although a chemo spill kit was not available, the patient was advised to double-bag the pump and follow the cleanup instructions provided by their clinic. No patient harm was reported.